Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed. No information on the patients, skin type, state of skin, any skin preparation, whether any medication was being taken, which might have a skin weakening effect, duration of use and details of the use was provided. No conclusion regarding the cause of the allergic reaction can be drawn. The incident is reported because it is unknown if and how the skin injury had to be treated. The incident might not constitute a reportable event. We have repeatedly requested further information and have finally been informed by the distributor that it is confirmed that the user cannot contribute any further information (questionnaire and requested information) despite several requests. It was specified "unfortunately, the end customer is unable to fill out the questionnaire". We therefore consider the investigation and the complaint closed.

Event description:
On march 08th, 2023, we have been informed about an incident concerning heinz herenz monitoring ECG electrodes 1131215 (leonhard lang model ref: (B)(4) from an unknown user facility. The initial report stated "a student had an allergic reaction to our reference: (B)(4)." After requesting for further information and a filled in questionaire we have been informed on march 15th, 2023: "the teacher had aggravated the reaction a bit here is the description of the problem. There were 2 incidents of the same type. The first occurred on monday, on (B)(6) 2023 and the second on wednesday, on (B)(6) 2023. Both students (girls) had a rash (redness) at the patch site with itching. The redness and itching persisted for 24 hours." We have requested further information on the patients, the monitoring duration and the medical treatment. No information was provided despite repeated requests even if and how a medical treatment was necessary to treat the injury.